Manufacturer narrative:
The used company cartridges were not returned for evaluation. The lens diopter was not provided. It cannot be determined, in the lens was in the qualified diopter range. A qualified handpiece was indicated, used with a non-qualified viscoelastic. The lens diopter was not provided. It cannot be determined, in the lens was in the qualified diopter range. Per, the instruction for use IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications, during the implantation process. The IFU also, instructs to completely fill the cartridge with ovd immediately, prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 3 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens implant procedure, there were flocs observed from the cartridge on the posterior surface of the lens which was removed. There was no patient harm and the procedure was completed on the same day. Additional information has been requested.